Event description:
Received info stating customer received an occlusion alarm. Pre customer, blood glucose level was slightly elevated, 165 mg/dl.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.